Event description:
It was reported that the end cap sticker came off long time ago and the drive support cap was sticking out. The blood glucose reading was 268mg/dl. Advised the mother to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with cracked end cap, missing end cap sticker and cracked case at display window corners. Unable to perform the basic occlusion, occlusion, prime, and excessive no delivery tests due to cracked end cap. Drive support disk was inspected and no anomaly was noted.